Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the right radial artery. The 90% stenosed denovo lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). The lesion was pre dilated with a 2.0x15mm non bsc balloon catheter with 50% residual stenosis. The 8mm x 3.25mm nc quantum apex balloon catheter was advanced to pre dilate the target lesion. On the first inflation the balloon was inflated to 10 atms. During the second inflation a balloon rupture occurred at 14atms. The balloon catheter was removed and the procedure was completed with a different device. A non bsc 3.5x18 stent was implanted and post dilation performed. No patient complications were reported and the patient's status is good.